Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer continued to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.